Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: event code "16" was displayed to the user at 08:19am on (B)(6) 2021, together with the following associated messaging: final concentration threshold for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol station, bottle (B)(6)." A user subsequently started the "small biopsy" protocol in retort a at 08:09am on (B)(6) 2021. Event code "18" was displayed to the user on three (3) occasions between 08:42am and 11:29am on (B)(6) 2021 when an attempt was made to schedule a protocol in retort b. The following associated messaging was displayed: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle (B)(6)". Bottle (B)(6) (ethanol) was not in contact with the corresponding sensor for approximately six (6) seconds at 11:30am on (B)(6) 2021, which is not sufficient time to replace the reagent; and the station properties were reset at 11:30am on (B)(6) 2021, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle (B)(6) prior to these user actions were: ethanol concentration=83.5%, cycle=(B)(6), cassettes=(B)(6) and days=245. The reagent in bottle (B)(6) (ethanol) was subsequently used for the final dehydration step of the "small biopsy" protocol comprising (B)(6) cassettes, which started in retort b at 09:43am on (B)(6) 2021 and completed at 11:26am on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle (B)(6) (ethanol), which had an ethanol concentration of 83.5% due to the use error, was used for the final dehydration step of the "small biopsy" protocol started in retort b at 09:43am on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at 11:30am on (B)(6) 2021. The facts indicate that a user did not complete manual replacement of the reagent in bottle (B)(6) (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual when event codes indicating that a protocol could not be run because the final concentration threshold for ethanol had been exceeded, were displayed. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems and reported that tissue samples, which had been processed using peloris rapid tissue processor serial number: (B)(4), were "soft and not processed properly". The complainant advised that the affected tissue samples were to be reverse processed overnight and embedded the following morning. On 01 february 2021, a leica field service engineer (fse) visited the laboratory in order to obtain further information regarding the circumstances involved in this complaint. The fse measured the ethanol concentration in bottles (B)(6) inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software exceeded the acceptable limit of 5% in bottles (B)(6), in which the measured ethanol concentration was 90%, 40%, 50%, 66%, 78%, and 95% respectively and the calculated ethanol concentration was 96%, 100%, 88%, 91%, 93%, 98%, and 98% respectively. A local leica technical assistance centre (tac) representative documented that the tissue samples involved in this event were derived from the "small biopsy" protocol comprising (B)(6) blocks/(B)(6) cases and executed in retort b. The tissue type and size of the affected samples were detailed as: "gastro intestinal" and "2 / 3 mm" respectively. On 01 february 2021, leica biosystems (B)(4) received information from the local leica technical assistance centre supervisor that all cases involved in this event were diagnosable.